Event description:
The customer reported that the surgeon was cauterizing during a tonsillectomy when a flame appeared at the end of the pencil. The flame was immediately extinguished and there was no patient injury. A megadyne electrode was being used with the pencil at the time of the incident. The electrode was reported as being cleaned at appropriate time intervals and when necessary. The site tested the generator that was in use and the unit checked out fine.

Manufacturer narrative:
(B)(4). The incident pencil, without electrode, was received for evaluation. Testing found the pencil to function normally and within specifications. Nothing was identified that would have caused or contributed to the reported incident.